Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned products identified the fractured piece of screw within the implant drive feature and could not be removed due to extensive damage appropriate documentation was reviewed. DHR, complaint history and post market trending reviews could not be performed as the lot or item number associated with the unknown 3i product was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, device malfunction had occurred since the screw was fractured, and the reported event was confirmed no further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured inside the implant and the implant was removed. Tooth location 35.